Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left iliofemoral vein through the left anterior tibial vein. The 95% stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. There was blood flowed back into the pressure pump. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left iliofemoral vein through the left anterior tibial vein. The 95% stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. There was blood flowed back into the pressure pump. The device was removed and the procedure was completed wih another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: charger device - (B)(6), was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear in the balloon material beginning approximately 3mm proximal of the distal markerband and extending approximately 11mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.